Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 427 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated insulin pump had critical pump error alarm. Customer stated alarm occurred when they were at work. Customer stated they had an open book image. Auto mode feature was unknown at time of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = unknown on (B)(6) 2021 customer reported that he/she was walking to the rr when the alarm occurred. Device received with a missing retainer ring. Unable to perform displacement and occlusion tests due to the missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, cracked reservoir tube lip, missing retainer ring, missing reservoir tube o-ring, cracked battery tube threads, broken belt clip rails, missing serial number label, missing display window cover, cracked keypad overlay. Device passed rewind, prime/seating, basic occlusion, force sensor, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. Attempt to download/upload using crest/thus was successful. The adapt tool was utilized to search for any pump errors that can trigger a critical pump errors (open book image) that may have occurred in the past. The adapt tool in combination with the unit's pump history file reveal that a pump error 53 occurred on 07/28/2021 @ 07:19:01 and 07:21:45. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, no open books occurred during testing; however, the customer did receive an open book close to the event date as revealed by the adapt tool and the insulin pump's formatted history file. On the other hand, the insulin pump does not meet specifications due to the cosmetic damage at the reservoir tube lip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.